Manufacturer narrative:
The customer reported that this device failed the opcheck test right out of the box. The factory has not yet received the device for eval, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that this device failed the opcheck test right out of the box.